Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/pain') and endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. A84632-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, pelvic pain, menses irregular, dyspareunia, dysmenorrhea, dysfunctional uterine bleeding, pelvic adhesions and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2009. On (B)(6) 2013, the patient had essure inserted. In july 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)/bleeding"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower and genital haemorrhage had resolved and the endometritis, female sexual dysfunction, migraine, headache and endometriosis outcome was unknown. The reporter considered abdominal pain lower, endometriosis, endometritis, female sexual dysfunction, genital haemorrhage, headache and migraine to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Lot number reported (a84632) is not valid. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received: no new information added. Previously added event chronic endometritis updated as serious incident with complete removal surgery details. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/pain') in an adult female patient who had essure (batch no. A84632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)/bleeding"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower and genital haemorrhage had resolved and the female sexual dysfunction, migraine, headache and endometriosis outcome was unknown. The reporter considered abdominal pain lower, endometriosis, female sexual dysfunction, genital haemorrhage, headache and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received: lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/pain') in an adult female patient who had essure (batch no. A84632-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, pelvic pain, menses irregular, dyspareunia, dysmenorrhea, dysfunctional uterine bleeding, pelvic adhesions and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)/bleeding"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced endometriosis ("endometriosis") and endometritis ("chronic endometritis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower and genital haemorrhage had resolved and the female sexual dysfunction, migraine, headache, endometriosis and endometritis outcome was unknown. The reporter considered abdominal pain lower, endometriosis, endometritis, female sexual dysfunction, genital haemorrhage, headache and migraine to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Lot number reported (a84632) is invalid. Most recent follow-up information incorporated above includes: on 26-jan-2021: medical record received event "chronic endometritis" was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/pain') in an adult female patient who had essure (batch no. A84632-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)/bleeding"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower and genital haemorrhage had resolved and the female sexual dysfunction, migraine, headache and endometriosis outcome was unknown. The reporter considered abdominal pain lower, endometriosis, female sexual dysfunction, genital haemorrhage, headache and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Lot number reported (a84632) is invalid. Most recent follow-up information incorporated above includes: on 9-mar-2020: update of information (batch not invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/pain') and genital haemorrhage ('abnormal bleeding (general)/bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower and genital haemorrhage had resolved and the female sexual dysfunction, migraine, headache and endometriosis outcome was unknown. The reporter considered abdominal pain lower, endometriosis, female sexual dysfunction, genital haemorrhage, headache and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received. Product indication and essure implant date updated. Following events were added: abnormal bleeding (general), apareunia (inability to have sexual intercourse), migraines, headaches and endometriosis. Previously reported ¿injury¿ was updated to lower abdominal pain/pain. Event severity added for: lower abdominal pain/pain. Event outcome added for: abnormal bleeding (general)/bleeding. Medical history, lab data, concomitant drug and reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.